Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds of 7.5v at follow-up. All other lead parameters were noted to be within satisfactory limits. A revision procedure was subsequently performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.